Event description:
Arterial pressure not reading on continuous renal replacement therapy (crrt) machine. Crrt machine running without incident. Arterial pressure not reading on previous cartridge. Reset pressure pod multiple times but would not stay full. Contacted nxstage technician. Recommended taking nxstage out of service. Service request made to biomed. Crrt continued on different machine.